Manufacturer narrative:
The dispatched service engineer could narrow down the root cause for the problem to a worn ventilator motor and replaced it. The device passed all tests after the repair exchange and was returned to use without further problems reported. The manufacturer has evaluated the log file and found entries which are in relation to the reported ventilator failure. As also initially reported two different error codes were found in the log; first one is indicating speed deviations (motor slow) and the second one a stalling of the motor, finally. The particular motor has been in operation for approximately 10 years. This motor is designed for a lifetime of 10 years at standard operating conditions which the respective unit has lasted. Dräger finally concludes that the device responded as designed upon the malfunction of a wear-and-tear component; it has shut down automatic ventilation when the error occurred to prevent from damages to the ventilator unit and posted a corresponding alarm. Manual ventilation remains possible in this state. Reportedly, no patient consequences have occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported there was a vent fail in the midst of a case. There was a message "motor slow" and the motor stalled. There was no patient injury reported.